Manufacturer narrative:
Block b3: exact date unknown, event occurred a couple of months prior to the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was having to charge the implantable pulse generator (ipg) more frequently despite charging re-education and troubleshooting attempts. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was discarded by the medical facility and will not be returned.